Event description:
It was reported that the patient's children believe that the device was somehow involved in the death of the patient. Follow up has been unable to determine any further information regarding the cause of death. The patient was found at home. All reasonable contacts have been contacted at this point, any further information received will be supplied in a supplemental report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The claim of device involvement in the death of the patient by a family member has been investigated and no further information has been made available to date. The device involvement has not been able to be disputed or confirmed at this time. All known reasonable contacts have been contacted.